Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received external ram error alarm and an unexpected restart alarm. The customer's blood glucose was 148 mg/dl at the time of incident. The customer stated that they needed to reset the time and date and perform a rewind. The customer stated that a basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer stated that the alarm occurred after inserting a new battery. The customer stated that the alarm did not occur during the rewind and prime sequence. The customer stated that the bolus amount was recorded in the bolus history. The customer performed self-test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.